Manufacturer narrative:
UDI = (B)(4); in 2018 further evaluation of premature battery depletion observations in the first generation s-icds was performed and were reclassified based on the battery manufacturer. Additional analysis was performed. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the device reached elective replacement indicator (eri) and end of life (eol) battery status on (B)(6) 2017. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific).

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a routine follow-up. Interrogation revealed the device had declared end of life (eol) battery status back on (B)(6) 2017. At the previous device check in (B)(6) 2016 the remaining longevity was 64%. Premature battery depletion was suspected and a device replacement was performed two days later. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eol battery status. External visual inspection identified no anomalies. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a routine follow-up. Interrogation revealed the device had declared end of life (eol) battery status back on (B)(6) 2017. At the previous device check in (B)(6) 2016 the remaining longevity was 64%. Premature battery depletion was suspected and a device replacement was performed two days later. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the explanted device was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a routine follow-up. Interrogation revealed the device had declared end of life (eol) battery status back on (B)(6) 2017. At the previous device check in (B)(6) 2016 the remaining longevity was 64%. Premature battery depletion was suspected and a device replacement was performed two days later. No additional adverse patient effects were reported.